Event description:
The customer initially called to report that the insulin pump had cracks on the reservoir compartment. The customer then stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 782 mg/dl. The customer stated, she changed the infusion set the day prior to the hospitalization. Troubleshooting was not possible as the customer did not have a battery for the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.